Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after finishing exercise, the patient received an inappropriate shock. The patient also indicated having received another shock when they were asleep. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.